Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the 3.0 x 8 mm nc trek balloon ruptured during the first inflation at 14 atmospheres in the heavily calcified, moderately tortuous, mid left anterior descending coronary artery. The lesion was dilated enough, so a stent was deployed to complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0 x 8 mm nc trek balloon ruptured during the first inflation. There was no reported adverse patient sequel or a clinically significant delay in the procedure. No additional information was provided.